Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the pacing lead exhibited high thresholds and the screw could not be spun out again after being spun back. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.